Event description:
Qv sars otc, swab dipped in reagent inserted into nose - tss advised per pi if irritation persists, seek medical advice.

Manufacturer narrative:
Subject: qv sars otc, swab dipped in reagent inserted into nose - tss advised per pi if irritation persists, seek medical advice. Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer?s reported problem was related to a deviation from the instructions called out in the pi. Without a lot number, no further investigation can be conducted. Investigation summary: in response to your complaint, we performed a review of the package insert (pi) for clarity of instructions. No issues were found. The reported problem we believe is related to a deviation from the instructions called out in the pi. The information you provided has been documented and will continue to be monitored. Root cause: customer procedural error.

Manufacturer narrative:
Follow-up to correct the product code to qkp.

Event description:
Qv sars otc, swab dipped in reagent inserted into nose - tss advised per pi if irritation persists, seek medical advice